Event description:
The consumer reported two unconfirmed false positive results with binaxnow covid-19 ag self-test on (B)(6) 2023.per the consumer, he received two positive results with binaxnow covid-19 ag self-tests on (B)(6) 2023. The consumer performed two tests with different brand (quickvue); the first test was negative result on (B)(6) 2023, and the second test was positive result on (B)(6) 2023 respectively. This MFR. Report addresses test one (1) of two (2) tests. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 214298 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 214298 and device part number 195-430h / lot 212658. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 214298 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.b5: this MFR. Report addresses test two (2) of two (2) tests. H3 other text : device discarded, single use.

Event description:
The consumer reported two unconfirmed false positive results with binaxnow covid-19 ag self-test on (B)(6) 2023.per the consumer, he received two positive results with binaxnow covid-19 ag self-tests on (B)(6) 2023. The consumer performed two tests with different brand (quickvue); the first test was negative result on (B)(6) 2023, and the second test was positive result on (B)(6) 2023 respectively. This MFR. Report addresses test two (2) of two (2) tests. No additional patient information, including treatment and outcome, was provided.